Event description:
It was reported the patient underwent a right hip revision due to the cocr liner disengaging from the g7 cup. Discussion with the surgeon on the day indicated a screw which wasn¿t sitting flush inside a screw hole of the cup was the probable cause of liner disengagement. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 802202802 lot# 3089267 cocr head. Cat# 110024464 lot# 111570 g7 dual mobility liner. Report source: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02418.

Manufacturer narrative:
Upon reassessment of the reported event, the bearing was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the bearing was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.